Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The esheath was visually examined upon return and the following was observed: the liner was unexpanded and distal tip unopened. Soft tip damaged was noted. The liner torn was 5 cm in length, from distal end of strain relief. A liner strand at proximal end of liner tear location was noted. Two kinks in strain relief at 4 cm and 6 cm from hub were noted. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint resistance between system components, sheath kinked, sheath liner torn, and sheath liner strand were confirmed . Available information suggests that patient factors (calcification, tortuosity) and procedural factors (excessive manipulation) may have contributed to the complaint event . As per follow up communication, the patient had ''medium'' access vessel tortuosity and calcification. Calcification can create a constrained condition on the sheath, resulting in restriction and suboptimal sheath expansion, thereby leading to resistance during advancement of the delivery system. Calcification and tortuosity can result in the creation of sub-optimal angles, which may lead to non-coaxial alignment between the devices, resulting in resistance during delivery system insertion through the sheath. It is possible that additional device manipulation may be applied to overcome the resistance, resulting in damage to the sheath. During delivery system advancement through a challenging pathway, it is possible that the devices may not be coaxially aligned. This can lead to the crimped valve catching onto the sheath liner and lead to the reported liner tear and liner strand. Excessive device manipulation applied to overcome the resistance can further damage the sheath through continued interaction between the crimped valve and sheath. Vessel calcification and/or tortuosity can exasperate the interaction between the crimped valve and sheath. Sharp calcified nodules can directly weaken the sheath shaft making it more susceptible to damage as the delivery system with crimped valve is advanced through. Tortuosity can subject the sheath to suboptimal angles that can lead to the observed kink. Excessive manipulation can lead to sheath shaft damage (i.e. Kinks) if compounded with vessel calcification and/or tortuosity. Evaluation of the returned product showed that the device conforms to specifications. The risks outlined in the product risk assessment (pra) remain the same. No further action is required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Edwards received notification from our affiliate in germany. As reported, this was a case of a valve-in-valve of a 23mm sapien 3 ultra in the aortic position by transfemoral approach within a degenerated non-edwards tavi prosthesis. During the insertion of the commander delivery system into the esheath, the struts of the valve were observed bent outward in the upper part. The commander delivery system with the valve was withdrawn through the esheath without problems. It was observed that the esheath was damage. This valve was discarded and a new one was implanted without issues or complications. The patient had an uneventful outcome. As per product evaluation findings, the esheath liner was torn torn and liner strand was observed from the strain relief of the esheath. In addition, a kink in the esheath was observed in the strain relief from hub.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-16136.